Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardness" and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "hardness" and "capsular contracture, baker grade IV" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.